Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Omer reported via phone call that the vibrate option is not working. The customer's blood glucose was 280 mg/dl at the time of incident. Customer reported insulin pump is neither beeping nor vibrating currently. Insulin pump did not vibrate during the vibrate test. The device was expected to be returned for analysis.